Manufacturer narrative:
Depuy considers the investigation closed at this time

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address discomfort.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Litigation papers allege patient has suffered serious injury and harm including severe pain, numbness, and discomfort in his back, thighs, groin, and area surrounding implant, popping and clicking sensations when going to and from a sitting position, and a lack of mobility. It is also alleged that patient had to take time off work as a truck driver and suffered loss of wages due to the painful symptoms following his hip replacement procedure.